Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a laparoscopic sleeve gastrectomy procedure. The stapling device was being applied to the stomach. The resulting staple line was examined, scoped, and leak tested. It was determined at the time that everything was acceptable and the patient was removed from the operating room. Two days post operatively, the patient developed a low grade fever after being discharged. Three days after that the patient was seen by their physician. The patient experienced an issue that lead to an abscess that was described as two to three centimeter defect in the staple near the esophagus at the very top of the stomach. The patient was treated and is expected to make a full recovery.

Event description:
According to the reporter: the patient underwent a laparoscopic sleeve gastrectomy procedure. The stapling device was being applied to the stomach. The resulting staple line was examined, scoped, and leak tested. It was determined at the time that everything was acceptable and the patient was removed from the operating room. Two days post operatively, the patient developed a low grade fever after being discharged. Three days after that the patient was seen by their physician. The patient experienced an issue that lead to an abscess that was described as two to three centimeter defect in the staple near the esophagus at the very top of the stomach. The patient was treated and is expected to make a full recovery.